Event description:
Procedure type: unk. According to the reporter: the staples were malformed. There was add'l blood loss but less than 250cc and also tissue loss but just small amount. The operation time was extended, but less than 30 minutes. There was just slight pt injury. Now the pt is fully recovered.

Manufacturer narrative:
(B)(4).